Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and recalibrated the tornado joint on armnet 1. The fse completing system test drive and verification without further issue. No parts were replaced. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system powered on with recoverable error 23008. Logs had indicated the error pointed to arm 1 tornado. Before contacting support, the site had restarted the system and reseated the blue fiber cable to the robot without improvement. An intuitive surgical, inc. (Isi) technical support engineer (tse) had walked the caller through a hard power cycle and had exercised arm 1, but the issue had persisted without change, and the site had elected to move the case to a different system/room. The procedure was aborted to another da vinci system with over a thirty-minute delay.